Manufacturer narrative:
One unit of twin pass was returned to vsi/teleflex for investigation. A manufacturing record review was completed and no related nonconformances were found. A returned product evaluation was completed. It was confirmed the tip of the catheter was sheared off. A small cut and minor bends were noted on the shaft of the catheter. The shaft material at the separation point was stretched signifying the catheter was pulled against some resistance. Per IFU: " never advance or withdraw an intravascular device against resistance until the cause of the resistance is determined by fluoroscopy. Movement of the catheter against resistance may result in catheter damage or vessel injury". The account was asked for additional information on the procedure details, however, no response has been received. Based on the information and product evaluation, the most likely cause of the issue is operational context and/or unintended use error.

Event description:
As reported: twin-pass tip broke off in patient. Multiple attempts have been made to obtain additional information; however, no additional information has been received.